Manufacturer narrative:
The customer was provided with a replacement device under warranty. The glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative could not duplicate the reported loss of image during testing. When the technical service representative connected the customer's baton to a test video monitor, the image displayed by the baton was stable and clear with good color rendition. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable on the baton was flexed near the monitor's connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.